Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (pt: vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse®, into the glabella (off label use of device), by another provider. After the radiesse® injection, the patient experienced a vascular occlusion. The outcome of the event was unknown.